Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the scanner was not functioning due to issue in the cable. A field service engineer replaced the usb cable and verified the functionality of the scanner. The system functioned as intended after field service engineer repaired the device. E1 - initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es scanner was not functional and require assistance. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.